Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump does not work properly. The doctor changed the time on the device but now the device does not connect with their laptop. The customer did not troubleshoot and did not send the product back for analysis.